Event description:
In 2014, the nurse nicked the catheter when doing a pump refill. They drained 900cc of fluid in the doctor¿s office and in less than 24 hours it started accumulating again. Five days later, when the patient had surgery, 1400cc was taken out. The outcome and drug in the pump at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).